Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the crossfire t7a wheelchair of having broken tubing on the left back tube of the backrest assembly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the crossfire t7a wheelchair of having broken tubing on the left back tube of the backrest assembly. End user advised was sitting in the chair inside his home and back frame support snapped in two and end user fell over backwards. End user advised had a big knot on the back of his head from hitting the tile floor. End user advised left femur was hurting. End user advised has been paralyzed for 27 years. End user advised did not seek medical attention. Update from 10/16/2015: the dealer stated the frame is bent. The patient does not know how that happened. The dealer stated the tubes for the back have been broke as well. However, the dealer states it is the right side of the frame that is bent. Update from 10/13/2015: end user reported the dealer came out last week and looked at the chair and said the frame is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised was sitting in the chair inside his home and back frame support snapped in two and end user fell over backwards. End user advised had a big knot on the back of his head from hitting the tile floor. End user advised left femur was hurting. End user advised has been paralyzed for 27 years. End user advised did not seek medical attention. Update from (B)(6) 2015: the dealer stated the frame is bent. The patient does not know how that happened. The dealer stated the tubes for the back have been broke as well. However, the dealer states it is the right side of the frame that is bent. Update from (B)(6) 2015: end user reported the dealer came out last week and looked at the chair and said the frame is bent.